Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed, de novo lesion in the proximal left anterior descending artery. Pre-dilatation was performed with a nc traveler 2.5 x 15mm at 20 atmospheres. During removal of the balloon catheter from the lesion resistance was noted. A tearing at the guide wire exit notch was noted. Another guide wire and balloon catheter was used and a xience xpedition was placed in the lesion to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was reported.

Manufacturer narrative:
(B)(4) - above rated burst pressure (rbp). Evaluation summary: the device was returned for evaluation. The reported tear was confirmed. The reported resistance with the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for resistance during removal or torn shaft reported from this lot. It should be noted that the nc traveler, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.